Event description:
It was reported that the pump had an under infusion. The occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history did not show any concerning logs. The customer's problem was duplicated; however, the pump was found to be within manufacturing specifications. The cause of the reported problem of under infusion was not confirmed by accuracy testing. No action was taken as the device passed all the functional tests.